Event description:
During an atrial flutter ablation procedure using a therapy cool flex ablation catheter, the irrigation port detached. While ablating with the therapy cool flex ablation catheter, the irrigation port became detached. This was noted immediately and the catheter was replaced to successfully complete the procedure with no adverse consequences to the patient.